Event description:
It has been reported by the customer that the battery is getting hot and that there is a burning smell.

Manufacturer narrative:
Additional info will be provided following the conclusion of the MFR's investigation.